Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the component analysis showed that the foreign material was mainly a mixture of rust from the plated area around the lens and deterioration of epoxy adhesive, used to glue the objective lens. Per analysis, detected phosphorus and chlorine, suggesting that chemicals containing these elements might have been used in the periphery, causing corrosion of the material. However, a definitive root cause of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro-videoscope exhibited the adhesive of the objective lens was corroded. There was no patient involvement.